Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8590-1, lot# n263891, implanted: 2010 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the patient heard his pump start alarming yesterday ((B)(6) 2013). It beeped again at 3am the next morning. The patient was hearing 3 beeps in sequence every 20 minutes. Telemetry had not yet been performed. The patient stated that he felt okay. He had other problems not related to the pump like neuropathy in his hands and he ate too much at a retirement luncheon and that bothered him a little. The patient had been itching around his neck and shoulders the past few days; he said, it might be because, he wore a collared shirt; he normally wore a tee shirt all the time. The patient had not had an MRI. The next pump refill was not until (B)(6) 2014. The patient had called his hcp (healthcare provider) but hadn¿t heard back from them yet. The pump was delivering lioresal and bupivacaine. It was later reported that on (B)(6) 2013 telemetry confirmed a critical alarm was occurring. The alarm was due to a motor stall; the pump stalled on (B)(6) 2013 at 1900. The stall was constant; no motor stall recovery was noted in the logs. The patient was having itching and some increased spasticity in the last 24 hours. The patient denied emi or magnetic interaction. Additional information has been requested, but it was not available as of the date of this report.